Event description:
The following has been reported: customer reporting install set error with the agilia pump set properly loaded. Fresenius kabi us service depot found malfunctioning clamp optical sensors. Reporting due to the referenced technical issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.